Manufacturer narrative:
A ge healthcare service representative replaced the main ventilator housing to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A ge healthcare service representative reported that the trolley locking part in the housing section was broken. There was no report of patient involvement.